Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delayed therapy due to undersensing. Technical services (ts) reviewed the reports and confirmed this suspicion. Ts provided reprogramming options. The device remains in use. No adverse patient effects were reported.